Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/26/2018 that on (B)(6) 2017, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported issue was confirmed. A probable cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.